Manufacturer narrative:
(B)(4): the cartridge passed visual inspection; no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles formed inside the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) alleging an air bubble issue. The reporter indicated that the patient had been having a continuing issue with air bubbles showing up in the tubing. The reporter was not sure if the air bubbles were coming from the cartridge or infusion set. The reporter also mentioned that he had been keeping the insulin at room temperature for at least 2 hours. He admitted, however, that he had not been letting the cartridge set for 30 minutes to debubble. The animas representative involved in this contact advised the reporter to try setting the cartridge for 30 minutes to debubble. He indicated that the luer lock was tight and they were equalizing the pressing in the vial of insulin. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The cartridge and infusion sets were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged a possible air bubble issue with some cartridge(s). There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The cartridge(s) and infusion set(s) have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.